Event description:
During the procedure the pt experienced an acute myocardial infarction reportedly which later resulted in a peripheral vascular problem in the leg. The pt also experienced renal shutdown and was placed on kidney dialysis. At this time the pt is reported as fine. The device is not being returned for analysis.